Event description:
Hamilton medical ag received the following event description : failing flow and pressure, patient disconnect alarms, ppat cannot be adjusted on vent.

Manufacturer narrative:
Problem was found during routine maintenance. Inspiratory valve was replaced, unit functioned correctly afterwards.

Manufacturer narrative:
Problem was found during routine maintenance. Inspiratory valve was replaced, unit functioned correctly afterwards. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance, the device failed flow and pressure tests and triggered patient disconnect alarms. Additionally, the ppat (proximal pressure at the patient) setting could not be adjusted on the ventilator. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective servo module (inspiration valve). After replacing the servo module (inspiration valve), the device was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
Hamilton medical ag received the following event description: failing flow and pressure, patient disconnect alarms, ppat cannot be adjusted on vent.